Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the serter did not release the sensor after the second button press. Advised the customer that the catch arm may be bent. The blood glucose reading was 146mg/dl. The customer stated that she will go to training the next day and will take a look at the serter and see if that might be the reason for the bent sensors. No further information was provided.